Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose reading was 200-250 mg/dl. The customer treated with the pump. The customer stated that the air bubbles are a little bit bigger than carbonation bubbles. The customer mentioned no air bubbles present in the reservoir at the time of call. The reservoir was not returned for analysis.